Event description:
A physician reported that during a vitrectomy surgery, electrocoagulation could not be performed while using an ophthalmic probe. The surgery was completed on the same day using an alternative product. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).